Event description:
It was reported that the cast cutter blade broke at the mount while fitting it to the handpiece. It was also reported that there was no pt involvement as a result of this event. No further info has been provided.

Manufacturer narrative:
The cast cutter blade associated with this event was returned to the MFR for eval. It was visually confirmed that the blade broke at the mount. The returned blade was measured where possible and all critical specs were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.